Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device had failed the returned instrument test / evaluation (rite) electrical earth leakage current performance specification test. The difficulty of earth leakage current failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. An external inspection found no issues. An internal inspection revealed fluid inside the bottle, pump and door assemblies causing the pump to short and not activate, also to blow the main input fuses. The cause of the rite test failure - earth leakage current was determined to be an inoperative/shorted pump assembly due to fluid ingress (fluid found within device). The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed an earth leakage current performance specification during testing; there was no patient involvement.